Event description:
It was reported that shaft break occurred. A 2.00mm x 9mm maverick balloon catheter was advanced for pre-dilation. However, during procedure, the shaft broke. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 mr balloon catheter. The device was microscopically and visually examined. The hypotube and shaft of the device has numerous kinks. At 47.8cm from the strain relief the hypotube was separated. The separated ends of the hypotube were ovaled in shape indicating it was kinked prior to separation. At 59.7cm distal from the separation, the inflation lumen was stretched, kinked, and twisted for a length of 17.8cm. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded and had blood and contrast in the folds. Product analysis confirmed the reported event as there was separation to the hypotube.

Event description:
It was reported that shaft break occurred. A 2.00mm x 9mm maverick balloon catheter was advanced for pre-dilation. However, during procedure, the shaft broke. The procedure was completed with another of same device. No patient complications were reported.